Event description:
It was reported that the customer's insulin pump was showing that it was empty and advising to rewind it. Customer stated pump was not empty and did not recall another alarm. During troubleshooting, alarms were found, including unexpected restart and no delivery alarms. The unexpected restart alarm did not occur following insertion of new battery and the insulin pump had not been stored or not in use for an extended period of time. It was explained to the customer that the alarm would prompt him to rewind. The no delivery alarm was also explained. The bolus history only showed a morning bolus. Customer programmed another bolus to see if would go through and it did. Customer stated he would monitor the issue. The customer's blood glucose was 122 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.